Event description:
During a laparoscopic cholecystectomy the er320 was spitting clips. The instrument, when fired outside the pt, spit clips on the mayo. Another clip applier was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
G9: corrected the mfg report number; follow up report # 1 sent with incorrect number of 1628808-1997-00417. Product code: tlv30; lot no: unk; batch no: jg9ddpz0; amount: 0; nature of inquiry: misfire.